Manufacturer narrative:
Correction to UDI now provided. Device manufacturing date now provided. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when starting up the imaging system before a procedure, an error message appeared that the collimator would not initialize. Restarting the imaging system after closing the gantry door resolved the reported issue and restored functionality. There was no patient present when this issue was identified. No additional information was provided.